Event description:
It was reported that the system had a touch screen failure and would not operate. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a touch screen calibration. The system operates as intended.